Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was experiencing dizziness. It was reported that a suspected dislodgement occurred on the right ventricular (rv) lead. It was further reported that the rv lead had high thresholds, failed to capture, impedance values were falling. It was noted that the rv lead was undersensing and was not sensing appropriately. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.